Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an apparent lead fracture on the right ventricular lead. The lead was extracted and replaced. It was further reported that during the procedure there was dislodgment of the right atrial lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.